Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the lens was scratched. The lens was left implanted in the patient's eye. There are two files associated with this report. This is 2 of 2.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).